Event description:
The customer called to report that she just got home from school and her blood glucose reached 383 mg/dl less than 48 hours after the pod was activated. Her skin was wet and she could smell insulin. Upon removal, she noticed the cannula was lying on top of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.